Event description:
Same case as MDR ID: 2134265-2011-02074 and 2134265-2011-02075. Voluntary medwatch (B)(4). It was reported that subsequent to a stenting treatment procedure stent thrombosis and st segment elevation myocardial infarction (stemi) occurred. The 100% stenosed lesion being treated was located in the mid to proximal right coronary artery (rca). Thrombectomy was performed and two 2.75x38mm and a 2.75x20mm taxus liberte stents were successfully deployed. The patient was discharged on acetylsalicylic acid (asa) and prasugrel. In (B)(6) of 2010, the patient was re-admitted with stemi and angiography showing 80% occlusion with thrombosis in the taxus liberte stent placed in the proximal rca. A 3.0x10mm flextome cutting balloon was advanced to the lesion and inflated. Next a 3.0x38mm taxus liberte stent was advanced and deployed from the proximal to mid rca. It was determined that he patient "had been non-compliant with meds for 2 months prior to presentation." No further patient complications were reported and the patient was "discharged on asa and prasugrel with extensive discussion of importance of medical compliance."

Manufacturer narrative:
Made correction to ae or product problem from 'reported issue is both an adverse event and a product problem' to 'adverse event.'

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-02074 and 2134265-2011-02075. Voluntary medwatch # (B)(4). It was reported that subsequent to a stenting treatment procedure stent thrombosis and st segment elevation myocardial infarction (stemi) occurred. The 100% stenosed lesion being treated was located in the mid to proximal right coronary artery (rca). Thrombectomy was performed and two 2.75x38mm and a 2.75x20mm taxus liberte stents were successfully deployed. The patient was discharged on acetylsalicylic acid (asa) and prasugrel. In (B)(6) 2010, the patient was re-admitted with stemi and angiography showing 80% occlusion with thrombosis in the taxus liberte stent placed in the proximal rca. A 3.0x10mm flextome cutting balloon was advanced to the lesion and inflated. Next a 3.0x38mm taxus liberte stent was advanced and deployed from the proximal to mid rca. It was determined that he patient "had been non-compliant with meds for 2 months prior to presentation." No further patient complications were reported and the patient was "discharged on asa and prasugrel with extensive discussion of importance of medical compliance."